Manufacturer narrative:
Per good faith effort response, the field service engineer (fse) was not dispatched onsite to evaluate or repair the device-- the fse confirmed that the device was repaired by the customer. No work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device started automatically. It was reported that there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).